Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection with a bd ultra-fine¿ pro the cannula broke and was unable to deliver medication. This occurred on 5 separate occasions. The following information was provided by the initial reporter: pharmacist received complaint from patient that the insulin injection pen failed to dispense insulin. Upon checking, it was discovered that the inner needle was broken thus causing the pen injector not able to function.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection with a bd ultra-fine¿ pro the cannula broke and was unable to deliver medication. This occurred on 5 separate occasions. The following information was provided by the initial reporter: pharmacist received complaint from patient that the insulin injection pen failed to dispense insulin. Upon checking, it was discovered that the inner needle was broken thus causing the pen injector not able to function.

Manufacturer narrative:
H6: investigation summary: one photo of a sealed 32g x 4mm pen needle sample from lot. No. Was returned along with an insulin pen with a broken piece of cannula stuck in the septum. As no samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that during injection with a bd ultra-fine¿ pro the cannula broke and was unable to deliver medication. This occurred on 5 separate occasions. The following information was provided by the initial reporter: pharmacist received complaint from patient that the insulin injection pen failed to dispense insulin. Upon checking, it was discovered that the inner needle was broken thus causing the pen injector not able to function.